Manufacturer narrative:
Analysis of the log files did not confirm the reported event, smart monitor s/n (B)(6) was paired with the implant s/n (B)(6) since the (B)(6)2023 and communicate with the back office regularly until the (B)(6) 2024. The implant was depaired on (B)(6) 2024 and was paired the same day with the smart monitor s/n (B)(6). No traces shows network issue or that the device is out of order. Analysis of the return device shows another behaviour, the home monitor status light is lighting orange, which mean that the device is out of order. Review on the extracted files permit to conclude that the reported issue is due to a lot of pending files (they were not sent to backoffice). The root-cause could not be clearly established however it could be related to an absence of network. This case is retained for trending purpose.

Event description:
Reportedly, on 12-sep-2024, the smart monitor could not shut off. After a few try to restart the smart monitor, it was not possible to reconnect with the implanted device.

Event description:
Reportedly, on (B)(6) 2024, the smart monitor could not shut off. After a few try to restart the smart monitor, it was not possible to reconnect with the implanted device.

Manufacturer narrative:
Device investigation conclusion not available yet.